Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The reporter did not state when the alleged inaccuracy occurred or what result(s) they had obtained on the subject meter which were allegedly inaccurate. The reporter informed the cca that the patient manages their diabetes with insulin (no adjustments), but in response to the alleged product issue, at 9pm on (B)(6) 2017, they increased their humalog insulin dosage by an unspecified dosage. The reporter did not know whether the patient developed any symptoms as a result of the alleged product issue, however stated that at 1:30am on (B)(6) 2017 they visited the emergency room. When the patient arrived at the e.r they were given IV glucose by a healthcare professional. Information regarding the patient¿s blood glucose level at this time was not documented. At the time of troubleshooting, the cca was unable to gather information to resolve the issue. The patient¿s products were replaced. This complaint is being reported because the patient reportedly required treatment from a healthcare professional for an acute complication of diabetes after taking an increased dosage of insulin based on subject meter reading(s) after the alleged product issue occurred. This is suggestive of a serious injury adverse event.